Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with an ams sparc to treat incontinence. The plaintiff's attorney alleged that the plaintiff suffered "pain, pain with sexual intercourse, vaginal shrinkage/scarring," voiding difficulties, "disability, impairment," erosion, dense scarring, and "severe and permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.